Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the knife wire had broken. Upon further inspection of the broken part, it was observed that the wire coating was torn, and the broken part was burnt and melted. When the outer diameter of the knife wire was measured, there were no abnormalities. Additionally, there were no problems found with the length of the knife wire, wire coating or with the actual product itself. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the single use 3-lumen sphincterotome v knife wire broke during the first energization. The reported issue occurred during a therapeutic endoscopic sphincterotomy (est) procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the knife wire damage could not be identified. Considerations ¿ based on the result of confirmation of the device, and the result of past similar complaint investigation, a likely mechanism causing the cutting wire breakage might be the following. 1) the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2) under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. 1) it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Olympus will continue to monitor field performance for this device.